Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that upon opening the rosch-uchida transjugular liver access set (rpn: rups-100, lot: 14963114), rust was observed on the needle. The procedure was completed using another of the same device. The complaint device did not make patient contact and no adverse effects were reported. Reviews of the documentation, including the complaint history, device history record, instruction for use (IFU) and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. The stylet-catheter subassembly was returned for evaluation opened but prior to use. Upon a visual examination, a discolored rust-like substance was found at various spots along the surface near the distal end. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that there are sufficient controls in place to detect this failure mode prior to release. A review of the device history record (DHR) for lot 14963114 and related subassemblies found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot. Cook also reviewed product labeling. Instructions for use (IFU) document t_rups_rev4 [rosch-uchida transjugular liver access set] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: how supplied: upon removal from package, inspect the product to ensure no damage has occurred. Evidence provided by upon review of the returned device suggests that the device was manufactured out of specification. However, a review of the dmr and DHR suggests that there are no additional nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a manufacturing deficiency contributed to the reported event. It is possible that traces of the flux remained on the device, causing corrosion and the observed discoloration. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per additional information, the procedure was completed with another same set of device. Also, when the contaminate of the device was observed, the use of the device was immediately discontinued.

Manufacturer narrative:
Customer (person): postal code: (B)(6) phone (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the rosch-uchida transjugular liver access set was contaminated. The device was opened for a transjugular intrahepatic portosystemic shunt procedure on a 49 year-old, male patient. Upon opening the package of the device, the user noted a "rust" like substance on the "needle" or what appeared to be the trocar stylet in a photo provided by the customer. No patient contact was made with the device. There were no adverse effects reported for this incident.